Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a button error and low blood glucose levels from the insulin pump. The customer's blood glucose level was 40 mg/dl. The customer stated that he was trying to bolus, and the numbers were skipping. The customer stated that he had no delivery, and changed out the set and did not have the issue anymore. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened button dome switches. No unlock on lcd keypad connector noted. No scrolling numbers display anomaly noted. Unable to verify no delivery alarm and perform displacement, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.